Event description:
During an im rodding of a tibia, the surgeon was reaming the canal and the reamer head broke. Surgeon removed the reamer head from the canal and most of the pieces of the reamer head with two small pieces remaining in the tibial canal. Surgeon selected another reamer head and shaft and completed the procedure. Two small pieces of the reamer head remain in the tibial canal of the pt.

Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and is not implanted or explanted. Synthes is unable to provide the date of manufacture without a lot number provided or the returned device. The investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided. Without a lot number, a device history record review can not be completed.